Event description:
On 02/16/2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor broke, and 2 others had extreme difficulty fitting down the drill guide. This occurred during a shoulder arthroscopy labral repair on (B)(6) 2023 when the 2 anchors would not fit through the drill guide, a third device was used and the inserter broke inside the patient, all fragments were retrieved. The case was completed using using 3.0 knotless suture taks.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Upon visual evaluation, five parts returned are in the sealed pouch/box. No problem found.